Event description:
When preparing tubing for patient's infusion, the 0.9 nacl would not flow through the versa safe extension filter set catalog #10807851. Would flow through tubing without the set added. When new set extension added the 0.9 nacl completed filling appropriately.